Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown esophageal procedure. The rep. Wasn't present during the case. It was stated the hinge broke off the jaws and the jaws didn't fully detach. It is unknown what was the surgeon was grasping when breakage occurred. They replaced to using a new c4120 to complete the case without any further issues. There was no patient injury and the product is not expected to return as it has been discarded by the facility. There are no photos available. Intervention: replaced to a new c4120 to complete the case without any further issues. Patient status: no patient injury occurred.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown esophageal procedure. The rep. Wasn't present during the case. It was stated the hinge broke off the jaws and the jaws didn't fully detach. It is unknown what was the surgeon was grasping when breakage occurred. They replaced to using a new c4120 to complete the case without any further issues. There was no patient injury and the product is not expected to return as it has been discarded by the facility. There are no photos available. Intervention: replaced to a new c4120 to complete the case without any further issues. Patient status: no patient injury occurred.